Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, after opening the package and flushing the faradrive, it was noted that the tip of the dilator is damaged. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information added to b5: describe event or problem the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, after opening the package and flushing the faradrive, it was noted that the tip of the dilator is damaged. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that the damage in the dilator were noticed just after opening the packaging. The dilator was not inserted into the sheath.

Manufacturer narrative:
Visual inspection of the returned sheath did not find any abnormalities or defects on the exterior of the sheath. Examination of the dilator found the distal tip to be bent. Functional evaluation observed the sheath's ability to achieve and maintain deflection. Based on the information provided with the product return, the damage on the dilator was found during unpacking and was not used on a patient.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, after opening the package and flushing the faradrive, it was noted that the tip of the dilator is damaged. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that the damage in the dilator were noticed just after opening the packaging. The dilator was not inserted into the sheath.